Event description:
A malfunction alarm was reported by a distributor in ireland. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump without further problems.